Manufacturer narrative:
The system was serviced in the field, and the representative tested the accuracy of the system with a planned maintenance (pm) kit and both the left and right sides looked good. Accuracy was also tested with a 3d calibration kit with an average accuracy of around 0.5mm for both sides. The doctor insisted on a 3d calibration, so the representative performed this for both field of views and left and right tracker. The average accuracy was around 0.5mm for both sides. A system checkout was performed, and the imaging system was operational. Codes b01, c19, and d14 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that a surgeon working at the site believed the imaging system had a lower navigational calibration accuracy than other units they have worked with. The event caused a surgical delay of less than one hour. There was no impact on patient outcome.